Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-06-18. The patient was on oxycodone and morphine. The patient reported that in june they could not stand up in their kitchen and could not stand up more than 30 seconds. The patient was in terrible pain. The patient was going to have the device removed. The patient had a trial done and was disappointed that they did not have the relief they had with the trial. The patient feels as though have been a prisoner in the home for 7 yrs. They have not left the home to go shopping, due to the pain, they don't go out and get the newspaper or the mail. It was the patient¿s opinion that 2 leads should be implanted in patients. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated two weeks ago she could hardly stand up because of the pain in her back. The patient had x-rays taken and they found that the ins is sitting on the spinal cord and was implanted there. The patient stated when she had x-rays done there was one spot they could get couldn't get into her spinal cord to inject dye because the ins was in the way. The patient stated the ins hasn't been moved or messed with. The patient also wanted to know why she was only has one lead instead of two. It was reviewed that is a decision made by the implanting physician. The patient is in the process of planning the next steps/intervention with their managing healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.